Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the sys shut down without command. There is no report of injury or death associated with this event.